Event description:
I got the essure device placed in (B)(6) 2011. Since (B)(6) 2012, I have been having hair lose, pelvic pain and abnormal periods. The symptoms are intensifying and other symptoms have began. (B)(6) 2012, I woke with severe pressure, numbness, shooting pain, and muscle spasms from my lower back down to my toes and I am still experience these symptoms. I have low vitamin d levels, fatigue and abnormal cells on my cervix. All of these symptoms I have never had until after having essure device place. All test for other health concerns have been ruled out and essure device is the only possible cause. The nickel in the essure device and I am allergic to nickel. I am unable to get this device removed due to no access to health care or financial assets. Dates of use: (B)(6) 2011 until present. Diagnosis or reason for use: was not given any other option.